Event description:
It was reported that a call was received from a patient who states he had an inflatable penile prosthesis (ipp) device implanted just before covid. He stated the device was working, however he used to be 5 inches and now he is only about 3 inches. He also said the implanting physician was not taking appointments due to covid, but he does have an appointment with another physician tomorrow and just wanted to get some information about questions he should be asking them.